Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient smelled an odd odor. Upon looking around, they touched the handset of the monitor and it was so hot it burned to the touch. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.